Event description:
Customer's family member reported testing pt with a reuslt of 81 mg/dl at 12:06 pm. They gave them applesauce. They then fell and struck their head. Family member tested again and received a reading of 82 mg/dl at 12:45 pm. They stood and fell again. They were provided pineapple juice. They were rested again with a result of 206 mg/dl at 1:09 pm. Paramedics were called and when they tested with their meter, a reading of 81 mg/dl ws received within 10 minutes of the prior test. When customer arrived at the hospital, their reading was at 69 mg/dl. Customer was treated intravenously testing was conducted on the fingers.